Manufacturer narrative:
Faulty can card.

Event description:
It was reported by service report that the nurse call was not working. It is unknown if there was patient involvement or adverse consequences.